Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04m46, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had high impedances on electrodes zero, one, and two of greater than 4,000 ohms. It was noted the lead was broken or fractured. It was reported the patient was contemplating replacing their device. It was noted reprogramming was performed along with impedance testing. It was reported the patient had a loss of therapeutic effect. It was noted reprogramming to case positive, electrode three negative did not achieve the appropriate response. It was reported the damage may have been caused by the patient¿s sling procedure for stress urinary incontinence. It was noted the patient had less than fifty percent therapy relief.